Event description:
The initial reporter stated that the pump was alarming low or empty battery and was then alerting "no keyboard activity". They did not state how long this delayed their milrinone infusion, however, they stated that they did go to the emergency department due to chest pain. Mmd did follow up with the initial reporter. They stated that they were still in the hospital because the doctor was starting a new medication for chest pain. They stated that they had a replacement pump at home and they were able to start their infusions when they were released. No additional information was provided. [Complaint-(B)(4)].

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.